Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was not used. The catheter failed the performance test due to #12212 notice "catheter not recognized". The catheter failed the returned product inspection due to a broken tc wire in the handle.

Event description:
Information received by medtronic indicated that the user received a system notice message indicating "the system does not recognize the catheter". The catheter was replaced and the cryoablation procedure was completed. No patient complication was reported.